Event description:
Per the independent repair center, the customer alleged problem is the unit will not start. The key failure is the power cord cut in half. As stated on the repair statement additional malfunction on this device: on/off switch control panel has no alarm.